Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2016; 419488, lead, implanted: (B)(6) 2008; etlw1616c124e, stent grafts x2, implanted: (B)(6) 2015; etlw1616c82e, stent graft, implanted: (B)(6) 2015; etbf2816c166e, stent graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A review of the transmission noted possible therapy withheld for a ventricular tachycardia (vt) episode detected by the cardiac resynchronization therapy defibrillator (crt-d) as supraventricular tachycardia (svt) and right atrial (ra) lead under sensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.